Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure the lead would not sense properly. The lead was not implanted and was replaced. The patient's condition post procedure was stable.

Manufacturer narrative:
Analysis was normal, no anomaly was found.